Manufacturer narrative:
Device return: one use b13339 device set and one packaged, same lot# 286663 were returned for analysis.

Event description:
Complaint received reporting user related breakage/chemo leakage incident where on b1339 8" ext. Set w/0.2 micron filter device was in use. The initial information received reports "...the tubing was involved in the code yellow this week. .. Do not believe that it was an equipment malfunction, but more that the patient may have pulled the tubing apart". The report indicates this occurred during chemo infusion. There were no injuries or adverse consequences to the clinicians or patient.